Event description:
Procedure type: gastric bypass. According to the reporter: the staples did not close properly, leaving the staple line open. Staple line was completely open, with exposed serosa. He staple line was hand sewn closed. A leak was detected during the same surgery. The patient began a febrile state and remained under observation for 48 hours. There was no unanticipated tissue loss. There was no blood loss of over 500cc's. There was an extension of the incision of over one inch. There was an extension of surgery time and additional anesthesia due to the product problem. The patient's febrile state was treated with intravenous antibiotic. The patient currently receives antibiotic treatment in house.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up number 1 filed 04/03/2015. (B)(4).